Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had up and down button which was harder to press. The button was no longer clicked when began pressed. Customer reported that the button were accepting bolus dose. Motor made grinding noise during rewinding. The insulin pump had dimmer screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device passed back light check. No back light anomaly noted. No rewind anomaly or unexpected motor grinding noise anomaly noted. The motor was tested outside of the unit and passed. Device powered up properly after the test battery was installed. No battery type alarms noted when the test battery was removed and reinserted. Device was monitored for 2 days. No charge or battery anomaly, unexpected low battery alarm, unexpected off no power alarm or battery icon anomaly noted during testing. All buttons function properly. No button error alarm noted. No damage noted on the keypad dome switches or on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, a partially broken off reservoir tube lip and a missing end cap sticker. No cracked case at the display window corner. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).